Event description:
It was reported that during an implant procedure, the pt's cerebrospinal fluid (csf) was blood tinged after "tunneling." Before the tunneling, the csf was clear. The original catheter was replaced that same night, and the csf was clear again. An MRI was performed before the pt was discharged, and it was unremarkable. The medication being delivered via the device system was morphine.

Manufacturer narrative:
(B)(4). Blood in csf.